Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported drain complications. The patient's pdrn reported on (B)(6) 2015 that the patient had peritonitis. This was discovered when the patient went for a clinic visits on (B)(6) 2015. The patient reported that she disconnected and re-connected to the same connector.